Manufacturer narrative:
One used device and one unspecified micro clave were received and evaluated. Visual inspection found that the option-lok of the male adapter was broken inside the micro clave. There are white drag marks indicated the use of force. Hospira had completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. According to investigation findings, the reported defect is related to the design. The spin collar option-lok t dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor in customer complaints. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage of the option-lok male adapter. The option-lok male adapter of the tubing set was connected to the clave port of the patient's unspecified IV access device and was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse attempted to discontinue the delivery and attempted to disconnect the option-lok male adapter from the unspecified clave port. At this time, the customer contact reported that the option-lok male adapter broke off and a piece remained lodged inside the clave port. It was reported that nurse needed to discontinue the tubing set and replace the clave port on the patent's IV access device. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to the patient. No medical interventions were reported. No additional information was provided.